Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high threshold measurements. As a result, the dual chamber pacing was disabled and the device was programmed vvi. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.